Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation but the pictures were reviewed, and the failure mode was confirmed. The clinical/medical investigation concluded that, photo of the explanted insert appears to show a broken insert-post and supports the complaint. Without the requested medical documentation, the root cause of the reported instability could not be definitively concluded. The patient impact beyond the reported instability and revision with a thicker pe insert could not be determined. No further medical assessment could be rendered at this time. Smith and nephew has not received the explanted device and/or adequate materials to fully evaluate the complaint. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A complaint history review found related failures for the listed product type; this failure mode will be monitored for future complaints for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to fit/sizing issue, lifetime of device or patient condition. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after a tkr surgery was performed on 2007, a 13mm journey bcs cam insert failed after 14 years. Patient had instability and underwent a revision surgery on (B)(6) 2021, the insert was replaced with a 15mm journey ii bcs xcpe successfully. No further information available at this time.